Event description:
Balloon inoperable after approximately 80 seconds of procedure. Balloon removed and new balloon obtained. No further incident. Ballon catheter removed from body and replaced with new catheter. No harm inflicted to patient, medtronic has been notified, and they will be coming to the facility to look at the adapter box. They are scheduled to also meet with the physicians to investigate.